Manufacturer narrative:
Device (recordings) are in the process of being returned to superdimension for eval. On (B)(4) 2013, superdimension performed a onsite svc call regarding accuracy of the sys. The results of the svc call tests, concluded the sys was functioning accuracy. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy is performed during a transbronchial lung biopsy or CT-guided percutaneous biopsy.

Event description:
Site reported a pneumothorax during a case with the superdimension inreach sys. The superdimension portion of the case was completed.